Manufacturer narrative:
Based on the results of the investigation, the definitive root cause of suggested events could not be determined the event can be detected/prevented by following the instructions for use in: the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited residual adhesive on cover no. 4 and rust stains on auxiliary water inlet and air-water port. There was no patient involvement.